Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The physician attempted to advance the 2.5 x 16mm express2 but was unable to cross the lesion. The stent delivery sys was removed from the pt and the proximal edge of the stent was lifted up. The procedure was completed with another MFR's stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.